Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) note: manufacturer contacted customer on 10/4/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from meter memory of lo. Customer stated he got some water in the meter and when he tried to perform a blood test he got a result of lo. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/13/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (customer is only concerned with the lo blood result): 1:lo (B)(6) 2017 04:34 am fasting: yes. 2:140mg/dl (B)(6) 2017 05:30 am fasting: yes. 3:106mg/dl (B)(6) 2017 04:40 am fasting: yes. 4:113mg/dl (B)(6) 2017 11:24 am fasting: yes. 5:191mg/dl (B)(6) 2017 01:53 am fasting: yes. Memory concerns :customer is concern with the lo results on (B)(6) 2017.